Manufacturer narrative:
(B)(4) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain amongst other non-serious events. Plaintiff underwent a surgery approximately nine years after insertion in order to remove her essure coils, fallopian tubes, uterus, and cervix. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain/ increasingly severe pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive migraine headaches, excessive weight gain, chronic fatigue, and depression. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. On or around (B)(6) 2016, she underwent a surgery to remove her essure coils, fallopian tubes, uterus, and cervix. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain amongst non serious events. Plaintiff underwent a surgery to remove her essure coils, fallopian tubes, uterus, and cervix. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain/ increasingly severe pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.